Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedance out of range, the values were gradually increasing over time. The technical services (ts) discussed troubleshooting options. The health care professional (hcp) requested a cardiac resynchronization therapy defibrillator (crt-d) review as it has reach elective replacement indicator (eri) and the battery has been depleting normally. This rv lead remains in service. No adverse patient effects were reported.